Event description:
It was reported that balloon rupture occurred. A 3.0 m x 150 m x 150 m, otw coyote balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.